Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown baseplate, unknown; unknown poly liner, unknown; unknown glenoid, unknown. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-03157, 0001822565-2019-03158, 0001822565-2019-03160. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left shoulder is indicated for revision due to unknown reasons on an unknown date. Attempts were made to gain information, however no additional information was made available.